Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. According to the complainant the device will not be returned for investigation.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 550 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they were unsure the cannula had properly inserted into the infusion site upon initial activation. In addition the patient reports they activating an incorrect pod that was sent to them. Symptoms reported include having a headache and feeling tired as well as thirst and frequent urination. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after a few hours. The patient was able to apply the correct op5 pod during this call. The pod will not be returned as it has been disposed.